Event description:
Related manufacturer reference number: 2017865-2023-95423. It was reported that during in clinic device check, noise on both right atrial (ra) and right ventricular (rv) were noted. Noise was reproduced with provocative arm movements. Programming changes were performed and the leads will be monitored. The patient is in stable condition.